Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-150mg/dl fasting. Verified the strips expire 1/25/2019. Customer confirms the strips have been properly stored and were first opened in (B)(6) 2016. Customer performed a back to back blood test and obtained 81mg/dl and 84mg/dl fasting. Reviewed meter memory 119mg/dl (B)(6) 2016 07:48:00 am fasting:yes; 92mg/dl (B)(6) 2016 02:26:00 pm fasting:yes; 107mg/dl (B)(6) 2016 06:56:00 pm fasting:yes; 123mg/dl (B)(6) 2016 10:00:00 am fasting:yes; 134mg/dl (B)(6) 2016 08:30:00 am fasting:yes. Customer is concerned with all of the readings in the meters memory. Customer stated on (B)(6) 2016 at 6:30pm tested fasting performed a blood test and received a result of 81mg/dl.